Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery was not charging. The customer replaced the ac power module and tried a known good battery and the device still will not charge the battery. There was no reported patient involvement.